Event description:
Pt called lfs on 6/24/03 alleging their ot ultra meter would not power on. The pt reported no symptoms of high or low blood surgar while attempting to test on the meter. Pt was able to test on another meter and obtained a result of 181mg/dl. Pt treated themselves with insulin. No medical intervention required. The issue with the meter was not resolved with troubleshooting. No further info has been reported.